Manufacturer narrative:
Product complaint # (B)(6). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown animal surgery procedure on (B)(6) 2018 and a suture was used. During surgery, the needle came off of the suture while trying to use it on the animal. There were no adverse consequences reported. No additional information was provided.